Manufacturer narrative:
An event for patient effects of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause for the reported pericardial effusion led to cardiac tamponade could not be conclusively determined. The reported hospitalization and unexpected medical interventions were the resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath (tv45x45). After 3 partial recaptures, the device was not implanted due to mis-sizing. A new 25mm amulet was implanted after 1 recapture with the same delivery system. The patient developed an effusion and cardiac tamponade immediately after an amulet implant and a pericardial drain was placed at that time,750ml of blood was removed. The patient was in intensive care unit (ICU).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath (tv45x45). The amulet was implanted after 3 recaptures. The patient developed an effusion and cardiac tamponade immediately after an amulet implant and a pericardial drain was placed at that time,750ml of blood was removed. The patient was in intensive care unit (ICU).